Event description:
It was reported that the device would restart during use. No patient injury was reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The investigation was based on the reported event and the available logbook information. An error log could not be retrieved due to a synchronization problem. According to the logbook photos, the device performed multiple warm starts on (B)(6)2026. The service technician checked the device, all tests passed, internal and external batteries were checked. The device was put running under observation with a test lung without any further issues. The cause of the warm starts is most likely the mixer cartridge, which could not dispense properly because the dosing system was obstructed. Contamination in the dosing plunger bearing can lead to a higher current flow, overloading the operating voltage. As a result, the internal monitoring detects this effect and performs a warm start. The affected device is already 13 years old. During a warm start, the evita opens the breathing system to allow spontaneous breathing. This process is accompanied by an alarm and the display is dark keyed. After the boot sequence has been successfully completed (duration approx. 8 seconds), ventilation is continued with the old parameters. Immediately after restarting ventilation, an "mv low" alarm is generated, which continues until the applied volume is greater than the lower set limit for the minute volume. During a warm start, an audible alarm is generated with the power failure alarm. However, this is not permanently on during the entire procedure, but is interrupted. If the warm start is unsuccessful, an acoustic alarm is activated again and the emergency breathing valve remains open so that spontaneous breathing is still possible. The warm starts are repeated as long as the triggering error condition is still present. Manual ventilation with another device may be necessary. The device reacted as specified on a detected deviation and performed warm starts to solve them. It is recommended to check the mixer cartridge and replace it if necessary. If not yet done, the device shall be checked according to ipm-l test specification prior to putting it back into service.